Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in a 54-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs) and a known history of coronary artery disease. During support, the customer reported disappearance of the white waveform on the automated impella controller(aic) . Impella flows remained adequate throughout the event. Out of caution and to ensure continuity of care, the clinical team elected to exchange the controller. The exchange was performed without complication, and no adverse patient effects were noted. Following successful percutaneous coronary intervention (ppci), the patient no longer required mechanical circulatory support. The reported events include display issue, device revision or replacement, medical device removal, and hemodynamic instability. The impella cp is being conservatively reported for serious injury due to a temporary interruption of hemodynamic support during the controller exchange; however, the exchange was performed without consequence to the patient, and support was maintained without any known adverse events.t6